Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the initial procedure? Laparoscopy procedure. Could you please confirm when did the issue occurred? Intra op: during the use. Could you please provide event day and procedure date? (B)(6) 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: did the needle pull off the suture or did the needle break during this patient procedure?

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle pulled off and broke at the junction between the needle and the suture. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2020. Additional information was requested and the following was obtained: will photos of the device be returned? No picture available according to the customer.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/26/2020. A manufacturing record evaluation was performed for the finished device pj5578 batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Will photos of the device be returned?